Event description:
The facility rep reported a pump that keeps alarming and will not run. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.

Manufacturer narrative:
The pump has not been rec'd for eval. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the rptr at this time.